Event description:
Zoll laboratory services contacted zoll to report that a patient developed broken blisters under the patch. The patient described the area as itchy, red, and with broken skin blisters. There was no alleged device malfunction contributing to the irritation. There is no indication that the patient received medical intervention. The outcome of the irritation is unknown.

Manufacturer narrative:
Biocompatibility testing to iso 10993 was successfully completed on skin-contacting surfaces.